Manufacturer narrative:
The MFR's rep performed an on-site investigation. The connection cables were checked, and the touch screen elements were cleaned.

Event description:
The customer reported that the 9800 sys would not produce an x-ray. No pt injury was reported.